Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4). Olympus (B)(4) had sent the subject device to an independent laboratory to perform a microbial culturing test and the test result showed that 5 ufc / 100ml of microorganisms were detected from the suction channel of the subject device and 2 ufc / 100ml of micrococcus was identified. Therefore, the culture test result could not satisfy the (B)(6) regulation. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive twice when the user facility conducted microbial culture tests. First result of the culture test: 1 ufc of microorganisms were detected and enterobacter was identified on (B)(6) 2017. Second result of the culture test: 6 ufc of microorganisms were detected and enterobacter was identified with the amount of 3 ufc on (B)(6) 2017. There was no report of patient infection associated with this report.